Event description:
New information received stating the lens was found in the case bent before the surgery.

Manufacturer narrative:
Due to the new information provided, this case is not reportable. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was defective. Additional information has been requested.